Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full burn in testing without duplicating a device malfunction. Internal inspection found no issues. The device was recertified and returned to the customer. Review of the clinical files indicated that the device was charged 10 times, however, the charged energy was manually internally discharged by the user as the patient's underlying rhythm was asystole in all of the charge events. There was no section of time that would indicate a fault occurred. There was no opportunity to deliver energy to the patient during this case. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient for cardiac arrest, the device's display was frozen. Complainant indicated that the patient subsequently expired; however, it was not a result of the reported malfunction.